Event description:
It was reported that the patient was hospitalized due to dizziness, sweating, and intermittent left chest wall pain. At the device check, it was assumed that the left chest pain was due to phrenic nerve capture and it resolved when the left ventricular (lv) lead amplitude was reduced. Other than the chest pain, the dizziness and sweating symptoms were better and the patient was discharged. The lv lead remains in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.